Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer administered a mealtime bolus but did not eat the appropriate amount of carbohydrates that were entered into the bolus menu. The customer's blood glucose (bg) level subsequently decreased to 30s mg/dl. Customer consumed carbohydrates to address bg and went to the emergency room. Customer was subsequently admitted to the intensive care unit and treated with intravenous fluids of saline. Customer was discharged the following day with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy.